Manufacturer narrative:
October 15, 2015 05:56 pm (gmt-4:00) added by (B)(6): a maquet field service technician investigated the unit in question and tried to reproduce the reported event. (B)(4). According to the instruction for use (IFU) section 3.2.1 preparation for operation the system needs to be de aired before use on a patient. According to the field service technician the customer stated that the system was setup by circulating water from "dry lines" and then immediately activating pumps for water flow. The cause for the poor patient flow was because the user omitted the de-airing step. The problem could be replicated by the technician when the de-airing phase was bypassed. The customer was provided with a pdf version of the IFU and emphasized the pages 17 to 20 to ensure the awareness for the proper use of the device. The data is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
It was reported the hcu30 device had a poor patient circuit flow. The perfusionist noticed the low flow by observing the blood temperature at the heat exchanger was not getting cool and there was slow movement of air pockets. The device was not exchanged out. No error messages were displayed. No reported patient effect. (B)(4).